Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, when the physician tried to insert the svc df-1 connector into the new device, the pin would not fit into the port even after trying silicone oil. The device was removed and a new device was implanted successfully. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to insert the lead into the header was confirmed in the laboratory. Visual inspection identified epoxy in the lead bore. It is believed that the epoxy prevented the lead from fully inserting into the header.